Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a failed optical sensor during support. It was reported that during impella cp support, shockwave therapy was performed on the patient¿s ostial circumflex coronary artery. Subsequently, the optical sensor failed. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
Updated information: d9 device return date added g1 MFR contact fax number added h3 updated to yes h6 component code changed from g04105 to g0301204 and g07001, h6 investigation type removed b17 and b13 the investigation for the placement signal issue has been completed. The cause of placement signal issues was due to shockwave interaction causing optical sensor damage during support. But the cause of sensor damage is not determined without the conclusive evidence as the distance information between shockwave device location and optical sensor location is unknown.